Manufacturer narrative:
Correction: block b2 ¿is required intervention¿ was incorrectly checked in the initial report. No intervention has been reported at this time. Block b2 ¿is other serious¿ should have been checked instead. Manufacturer¿s reference number: (B)(4). - uncheck block b2 "is required intervention" check block b2 "is other serious".

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation procedure with unspecified mentor saline breast prostheses when the left breast prosthesis deflated post implantation. The patient reported that there is a slow leak in the left breast prosthesis and the breast appears to be sagging. She also reported that it feels like the left breast prosthesis flipped or moved. Additionally, the patient developed capsular contracture (baker grade unknown) in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.